Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned multiple patient samples tested for sodium (na) on a cobas 8000 ise module. The customer has 2 ise modules and before changing electrodes on ise module #2, the customer wanted to check ise module with serial number (B)(4) (module #1) to make sure it was working as it should. The customer ran patient samples on ise module #1 and repeated them on ise module #1 and ise module #2. Of the data provided for 40 patient samples, the results for 4 patient samples were discrepant. No erroneous results were reported outside of the laboratory. Both repeat results were believed to be correct. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.